Event description:
This report is being filed with analysis details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was broken off of the device case, however there were also tooling marks noted on the case from the explant procedure. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact, and seal ring marks indicate full lead insertion in all lead barrels. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Impedance testing was performed where all values were within normal limits. Laboratory analysis did confirm that the header was detached from the case, however unable to confirm if the issue occurred while implanted or during the explant procedure. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that during this implantable cardioverter defibrillator (ICD) change out procedure, once the device was removed from the pocket the header became detached from the device. The right atrial (ra) lead was connected to the new device, however there were observations of damage and high out of range pacing impedances greater than 3000 ohms. The right ventricular (rv) lead also had observations of damage to the coil distal from yoke, and high out of range shock lead impedances greater than 125 ohms. It was noted that the device plasma blade might have nicked the leads, however they were not sure. The patient was dependent, and during the procedure there were times where pauses in pacing were greater than 2 seconds, however there were no adverse patient effects as a result. The ra lead was surgically capped, and the rv lead and device were explanted. A new ICD system was implanted.